Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not sensing and exhibited loss of capture at max outputs and high out of range pace impedance measurements. X-ray found the lead to be fractured. A revision procedure took place, and it was found through fluoroscopy that this right atrial (ra) lead was also fractured. The rv lead was capped and abandoned and the ra lead was explanted. New leads were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
.